Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The complete lead was returned with the helix retracted and stylet in the still inserted in the lead. Resistance tests were completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observation of perforation.

Event description:
--

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this patient presented to the hospital with symptoms of malaise, dizziness and bradycardia. An echocardiogram and thoracic CT confirmed this right ventricular (rv) lead perforated the ventricle; pericardial effusion was ruled out. A revision procedure was performed wherein the lead was explanted and replaced. No additional adverse patient effects were reported.